Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient contacted the vad coordinator with a red heart alarm and low speed and low flow alarms while the device was connected to the mobile power unit (mpu). The patient immediately transitioned back to batteries before contacting the coordinator. Upon interrogation of the device when evaluating the patient, the patient did have a pump stop before transitioning to batteries. During log file analysis, 4 pump stops, 5 low speed operations, and 6 occasions when the power exceeded 10 w were observed on (B)(6) 2019. Speed drops were as low as 0 rpms. These issues only appeared to be occurring when the vad was connected to the mpu and was indicative of a percutaneous lead issue. X-rays were submitted which showed an area of concern 4 inches from the system controller bend relief. No further information was provided.

Manufacturer narrative:
H3: correction manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(6) a distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2019 via work order 00077142, due to pump stop and low speed events. Following the distal end driveline repair, the center reported that the patient was sent home connected to the power module with an ungrounded patient cable. A pump exchange was planned for and was completed on (B)(6) 2020. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump body and a severed portion of driveline with an external repair site, measuring approximately 40¿, was also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the red, orange, yellow, green, brown, and black wires in-between approximately 3.5¿ through 4.5¿ from the pump nipple housing. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The conductors of the red, orange, yellow, green, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a, b, and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting shorts to ground would have caused the reported pump stop and low speed events, as seen in the submitted log file data. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Incidental findings: visual inspection of the interior of the outlet housing revealed silicone residue from the silicone potting around the motor capsule terminals adhered to the interior of the outlet housing. A specific cause for this adherence could not be conclusively determined through this evaluation. Manufacturing has been notified of this finding.

Event description:
Additional information was received that the patient was discharged home with a power module and ungrounded cable post percutaneous lead repair. The external repair did not resolve the issue and the patient underwent a pump exchange on (B)(6) 2020.